Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal, constant'), pelvic inflammatory disease ('chronic pid (chronic pelvic inflammatory disease)') and uterine haemorrhage ('hematometra') in a (B)(6) year old female patient who had essure (batch no. D19657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy ablation and tubal essure procedure performed on the same day" on (B)(6) 2016 and device monitoring procedure not performed "no essure confirmation test performed". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / lightheadedness"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic inflammatory disease, uterine haemorrhage, vaginal infection, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia and dizziness had not resolved. The reporter considered abdominal pain, alopecia, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, pelvic inflammatory disease, uterine haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received ¿ reporter¿s information was updated and new reporters were added. Patient¿s information was provided, essure lot number, expiration and removal date were added. Furthermore, the event injury was replaced with event abdominal pain, and the events pelvic inflammatory disease, hematometra, vaginal infection, apareunia, dysmenorrhoea, fatigue, alopecia, dizziness, device monitoring procedure not performed and medical device monitoring error were added. We received a lot in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal, constant'), pelvic inflammatory disease ('chronic pid (chronic pelvic inflammatory disease)') and uterine haemorrhage ('hematometra') in a 29-year-old female patient who had essure (batch no. D19657) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy ablation and tubal essure procedure performed on the same day" on (B)(6) 2016 and device monitoring procedure not performed "no essure confirmation test performed". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic infection, uterine haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dizziness ("dizziness / lightheadedness"). On an unknown date, the patient experienced pelvic pain ("pelvic pain "), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and nervous system disorder ("neurological condition/problems"). The patient was treated with surgery (vaginal hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic inflammatory disease, uterine haemorrhage, vaginal infection, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia and dizziness had not resolved and the pelvic pain, bladder disorder, urinary tract disorder and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, nervous system disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 110 lbs. Approximate weight at the time of essure placement 113 lbs. She had received treatment for bladder and urinary problems. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- pelvic pain, bladder problems, urinary problems,neurological condition/problems and pelvic infection symptom was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.